Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a re-current sinus infection. The patient did report to receive medical intervention and had surgery on (B)(6) 2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been added : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient reporting sinus infection while using this device and undergone surgery related to a CPAP device's sound abatement foam. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury.

Manufacturer narrative:
The manufacturer previously reported an allegation of a CPAP device's sound abatement foam became degraded and caused a recurrent sinus infection. The patient did report to receive medical intervention and had surgery on (B)(6) 2021. The device was returned to the manufacturer's service center for investigation. The device's downloaded event log was reviewed and had 12 errors logged. The blower had no signs of blower foam degradation. The device was tested and passed all final testing. . Section d1, d4 were updated/corrected in this report.